Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms following exercise. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer was informed that alarm will clear within two hours. Although requested, no additional information was provided on the reported event.